Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed a damaged power flex circuit. The connector shorted and pin 2 and pin 4 of jp4 were burnt. A review of the event trace download revealed several inop alarm condition. Carefusion replaced the power flex to address the reported issue.

Event description:
It was reported by the customer that the unit had a burnt lemo connector. It is unknown whether there was any patient involvement associated with this complaint.